Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 4, pump error 23 or pump error 54 noted during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The device was communicated properly with blood glucose meter. No unexpected no communication anomaly noted. The insulin pump had a cracked select button keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that in the insulin pump's alarm history pump error 23, pump error 4, pump error 54, and failed battery test alarms were found. The insulin pump kept rewinding during the night. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.